Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, they had experienced issues with loading or firing the device. They opened two clip appliers that had 5 and 2 clips in each one of them. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. Microscopic inspection of the instruments noted presence of clips in the tubes. However, it was observed that the pusher bars were buckled, and the red indicators were visible in the windows. Functional evaluations could not be performed as the safety interlock features were engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the buckled pusher bar condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.